Event description:
New information indicates that the patient presented for explant of the insertable cardiac monitor (icm) due to reported breast discomfort at the implant site. The device was noted to be nearing the elective replacement indicator (eri) earlier than anticipated. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was confirmed. The device was returned at elective replacement indicator (eri) level. Device was cut open, which revealed device battery voltage was at eri level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted.

Event description:
It was reported that during a device check, the remaining battery capacity was lower than anticipated. The patient will continue to be followed routinely. The patient was in stable condition with no adverse health consequences.